Event description:
Reportedly, before using the crt-d, the screwdriver was inserted into the atrial screw port to allow for air to escape as the atrial lead was inserted. A normal amount of force was utilized, but the header fractured on insertion of the screwdriver, prior to insertion of the atrial lead.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, before using the crt-d, the screwdriver was inserted into the atrial screw port to allow for air to escape as the atrial lead was inserted. A normal amount of force was utilized, but the header fractured on insertion of the screwdriver, prior to insertion of the atrial lead. Preliminary analysis revealed that the device was manufactured and released according to applicable procedures.